Event description:
A patient was undergoing a skin graft. The skin graft tool was put together with a second blade on top of it and it was used on the patient. By the time it was realized there were two blades on it, one that was processed with a blade on and a new blade put on top, the patient underwent a full thickness take off when it was meant to only be a partial thickness. The staff is familiar with the padgett dermatome and they do not recall a blade being on it. She believes that the blade came double packed and an email has been sent to all or staff making them aware to check the dermatome blades to see if they are double packed from now on. The manager reported the issue to the company.